Event description:
The customer contact reported no flow. A primary tubing set was being used to deliver unspecified volume of lactated ringers at an unspecified rate via pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to an unspecified y-site on the primary tubing set for a piggyback delivery of an unspecified antibiotic. It was reported that the primary solution container was hung lower than the secondary solution container. It was reported that after the delivery was started, no flow of solution was noted. The secondary tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delay in critical therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).